Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Date of event has been entered as 01aug2022 as the toe was performed in (B)(6) 2022. Stephan staubach, et al. European heart journal - case reports (2024) 8, 1¿6. Department of cardiology, rems-murr-klinikum winnenden, germany. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of wi 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿tricuspid transcatheter edge-to-edge repair in a 72-year-old patient with a left ventricular assist device and prior mitral edge-to-edge repair: a case report¿ identifying that heartmate 3 (hm3) was associated with exacerbation of heart failure, progressive renal dysfunction, impaired right ventricular function, and worsening of tricuspid regurgitation. This is a case study of a 72 y/o man with hm3 implanted in 2016, underwent several admissions in 2022 due exacerbation of heart failure. Transesophageal echocardiogram was performed in august 2022 and showed torrential tricuspid regurgitation which was treated with tricuspid transcatheter edge-to-edge repair. The transthoracic echo showed a reduced left ventricular ejection fraction of 25% and the right ventricle (rv) was severely dilated with slightly impaired rv function. After discharging, the patient progressed well without further need for rehospitalization or relevant symptoms of right heart failure.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Review of the images contained in the research abstract could not confirm the tricuspid regurgitation. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.